Manufacturer narrative:
A visual inspection of the returned product shows the lens has one haptic torn off and is missing. There is clear surgical residue on the lens. No conclusion can be drawn. Based on the complaint history and evaluation of the returned product, a specific root cause could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.

Event description:
The reporter stated that the surgeon inserted a silicone three piece lens model aq2010v in the patient's eye and noticed the haptic was torn. He removed the lens without enlarging the incision and put in another model lens. The reporter stated that the haptic got torn during the loading process. No patient injury.